Manufacturer narrative:
Field event of bluetooth (ble) telemetry anomaly was confirmed. The cause of the ble telemetry issue was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry.

Manufacturer narrative:
This device is included in the ble malfunction action issued by abbott on (B)(6) 2022.

Manufacturer narrative:
As received, the device did not communicate. The device did not communicate due to a depleted battery. The cause of the loss of communication due to low battery voltage is consistent with a ble circuitry anomaly. As a result of this finding, abbott is performing further investigation.

Event description:
Prior to implant procedure, the device was not able to be interrogated. A new device was selected for implant. The patient was stable with no consequences.